Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using a pod packing coil (podj). During the procedure, after successfully placing coils in the using the lantern delivery microcatheter (lantern), the physician attempted to use a podj. However, upon advancing into the lantern, the podj pusher assembly became kinked; consequently, the podj unintentionally detached within the lantern. The physician removed the lantern with the podj inside and flushed the detached coil out. The procedure was completed using the same lantern and additional podjs. There was no report of an adverse effect to the patient.